Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported by medwatch when attempting to place midline, guidewire advanced without difficulty, attempted to advance catheter, resistance met, stopped advancement of catheter, when attempting to retract guidewire for removal of midline device, guidewire would not retract into proper position. Resistance felt with removal of device. After removal of midline device, visual assessment revealed guidewire exited through side of catheter. Catheter tip and guidewire remained intact. No other information was provided.